Event description:
It was reported when the module is attached to the pcu, the units short out and cannot be used as the pump turns off. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pump module had shorted out could not be definitively confirmed through the photos alone. Thermal damage was confirmed based on review of the provided photographs. The images show visible burn damage to the right inter unit interface (iui) connector on the pump module. While this damage is consistent with an electrical overheating or shorting event, a definitive electrical short could not be confirmed solely from photographic evidence in the absence of the returned device for further evaluation and testing. Laboratory testing of the suspect device could not be performed since the incident device was not received for this investigation. Internal and external inspection could not be performed since no device was returned for investigation. The facility only provided photos showing the damage on the right iui. No suspect device or logs were returned for this investigation; therefore, a log analysis could not be performed. The bd alaris¿ system with guardrails¿ suite mx user manual v9.33 notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. Best practices for cleaning bd alaris¿ system devices states the following: do not use chemicals that can damage the instrument¿s surface. Some chemicals can weaken or damage plastic parts and may cause instruments to not operate as intended or may void your warranty. Clean both iui with the dedicated iui cleaning brush. To avoid accidental fluid deposits on the connectors, do not use any spray cleaners anywhere near the iui connectors. Never allow any cleaner other than 70% ipa to contact the iui connectors. Inspect the iui connectors on each bd alaris¿ pc unit and module prior to use. Replace any iui connector with surface contaminants, blue or green deposits, damaged contacts, ribs or cracks. Confirm that the instruments and iui connectors are thoroughly dry before using them again. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the root cause that the pump module shorted out could not be determined from a review of the provided photos alone and no devices were returned for investigation. Note that this report lists imdrf annex a1006, g02017, c0601, d0302 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported when the module is attached to the pcu, the units short out and cannot be used as the pump turns off. There was no patient involvement.